Event description:
Baxter (B)(4) received a report that an infusor was observed to have fluid on the top of the device surrounding the fillport, which may be indicative of a leak. This condition was observed before patient use, after the device had been filled with a solution containing tazocin in 240 ml saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual inspection of the sample showed no evidence of leak or fluid at the top of the infusor surrounding the fillport. When the fillport cap was removed from the fillport, there was also no evidence of fluid / leak observed. A functional leak test was also performed by filling the device with colored water and monitoring for a 24-hour period. There was no evidence of a leak during or after filling. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.